Event description:
It was reported that the ¿wheel¿ on the connection block of the patient cable was broken. The patient cable was returned and replaced. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).